Manufacturer narrative:
Investigation summary: no sample received. Investigation conclusion: the release paperwork was reviewed and did not reveal any non conformity in relation to the problem statement; batch was released in accordance to the acceptable criteria. No picture/physical evidences were provided by the customer, therefore additional investigation is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters. Root cause description: a detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper; the in-process and final inspection (critical dimensions + visual inspection) results from the supplier were all conform; no data points towards a non conformity on the thread. An incorrect compatibility between plunger and barrel; this cause can be discarded as the event occurred on the market, the customer would not have been able to process an incompatible plunger. A malformed/non filled plunger;this cause can be discarded as the event occurred on the market, the customer would not have been able to process malformed/non filled plunger. Rationale: unconfirmed.

Event description:
It was reported that ultrasafe x100l pr clear ssl nvs stein plunger rod disconnected. This was discovered during use. The following information was provided by the initial reporter: defect category: plunger / plunger rod dislodge from syringe. Description: pharmacist states the plunger of a xolair 150mg/1ml pfs became dislodged coming out of contact with the syringe.